Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during an unknown procedure, the blade was broken off outside the patient during use. No pieces fell into the patient. The generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.